Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2018 with blood glucose of 50 mg/dl at the time of the incident. The customer was at 150 mg/dl at the time of the call. The customer used glucose tablets and was given dexturo to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The customer also mentioned a critical pump error and believes the pump over delivered. Troubleshooting was not completed as the customer declined. The customer has been to the hospital twice due to lows. The insulin pump will be returned for analysis.